Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for parathyroid hormone, intact (pth). The sample initially resulted as 26.0 pg/ml and this value was reported outside of the laboratory. A doctor questioned the result because the sample was drawn prior to surgery and the result was expected to be high. The sample was repeated, resulting as 90.4 pg/ml which was believed to be the correct value and reported outside of the laboratory. The sample was also repeated a second time, resulting as 87.26 pg/ml. The patient's surgery was delayed 10 minutes due to the erroneous result. The patient was not adversely affected by this delay. The pth reagent lot number and expiration date were not provided. The field service representative determined that the measuring cell was in need of liquid flow cleaning maintenance. He checked all mechanism adjustments and primed the system; no issues were noted. He ran performance testing and this was successful. He calibrated and ran quality controls on pth and the low control recovered out of range. The customer performed liquid flow cleaning maintenance and repeated the calibration and quality controls for pth. The calibration was successful and quality controls now recover within the normal range for all levels of control on pth. The field service representative ran a precision check on the patient specimen and it had excellent reproducibility.

Manufacturer narrative:
A specific root cause could not be determined. A reagent issue is not obvious. An inadequate sample handling was identified as the most likely cause for the event. Further instrument issues could not be excluded as the quality control was out of range during the field service representative visit after the event.